Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular (lv) lead that was implanted in the coronary sinus (cs) found to be dislodged. No electrical anomalies were noted. The lv lead was explanted and replaced. The patient was stable before the procedure and was recovering post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 75.4 cm. Visual and x-ray examination found a bent inner coil 75.3 cm. From the connector pin consistent with procedural damage and insulation damage noted at 7.5 cm. And 7.6 cm. From the connector pin also attributed to procedural damage. No conductor fractures or internal shorts were noted. No other anomalies were found. The reported event of lead dislodgement was unconfirmed.